Event description:
It was reported that the patient presented to the hospital for lead revision. The patient¿s right atrial (ra) lead exhibited noise and a high capture threshold. During the lead revision, the pacemaker, when connected to a new ra lead, continued to exhibit capture and sensing issues, with measurements inconsistent with those obtained from the pacing system analyzer. The physician elected to explant and replace the pacemaker. The ra lead was capped and replaced on (B)(6) 2026. The patient experienced no symptoms or adverse consequences.